Event description:
It was reported that the patient was seen at the hospital experiencing dyspnea. Device interrogation showed a drop in atrial sensing values. Device sensitivity was reprogrammed and the patient would be monitored.

Manufacturer narrative:
.